Event description:
The biomedical engineer (bme) reported to philips that the v60 ventilator had a dim display. The user reported that the display parameters could not be seen. The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. It was reported that the bme was able to replicate/confirm the issue. The bme reported that the display was dim at the highest settings. The remote service engineer (rse) noted that the device and touchscreen were operational, but the display was not visible. The bme requested that the device be serviced. Based on the details provided, the device had malfunctioned, and that the device's display was dim. This investigation is ongoing.